Event description:
Prior to a esophagectomy procedure, after opening packaging, the dr found some staples had dropped out. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived good visual condition. The breakaway washer was present uncut and the instrument was fully loaded with staples. The instrument was tested for functionality with the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, it was noted that one staple was missing from the staple line, which does not create a fluid path. The staples were noted to have the proper b-formed shape.